Event description:
In 2005 the reporter contacted lifescan on behalf of the pt alleging that the one touch ultra meter was reading inaccurately erratic. At 6:00 am the month before the pt was described as experiencing a low reaction and was unresponsive. The pt was awake, however, she was not coherent. Her husband tested her three times and obtained a 1.0 mmol/l or 2.0 mmol/l, 5.2 mmol/l and 2.0 mmol/l or 3.0 mmol/l, within 10 mins. Right away he gave her honey and molasses and began testing her every 2 to 3 mins until her results were back to normal. The reporter was unable to provide the results. At 8:00 am she ate breakfast and at 10:00 am she began feeling low again. She administered treatment at that point in time. The night before the pt had taken her usual amount of medication. The pt has been recently having problems detecting the onset of her low blood glucose levels. There is no indication that the product(s) contributed to injury. The pt experienced low blood glucose symptoms, tested after the onset of her symptoms, obtained low results, and received treatment accordingly. However, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The meter was replaced.